Event description:
It was reported that the pump battery intermittently was hot to touch and subsequently insulin delivery stopped. Customer's blood glucose reached 300 mg/dl. Customer continued to use the pump for insulin therapy.